Event description:
"In the past the pt received 2 syringes of (zyderm pt unaware of details) in the periorbital area. Since that time swell, not inflammatory, not itching, diameter of about 0.5cm having the structure of orange skin. Being very disturbing, pts comments. Physician contact provided. Additional treatment; pt has undergone unsuccessful laser therapy by a dermatologist."